Event description:
Surgeon states that when the mallet hits the polar broach handle strike plates, metal flakes go flying. No delay to procedure, no injury to patient. S&n backup was available. No closure letter needed. Device will be returned.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that no pieces fell inside the patient's incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.